Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively following a surgical procedure to close a persistent fistula. The device was used during the procedure to transect and staple the gastrocutaneous fistula tract. The procedure went well, no complications reported. Three days post-operatively, the patient returned in cardiac arrest. The patient underwent exploratory laparotomy in the or. The stomach was open and 3 liters of gastric contents were observed in the abdomen. The surgeon reports there were no staples in the abdomen during the exploratory laparotomy. No staples were contained in the pathology specimen. The patient expired. Relevant medical history: down's syndrome, vsd repair, persistent fistula